Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and mfg dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a bronchoscopy procedure on a (B)(6) male pt. According to the complainant, during attempt to dilate a previously implanted ultraflex stent the balloon burst at the 4th dilatation. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.